Event description:
It was reported that patient underwent a hip revision the same day as an initial surgery. During the revision, the shell component was replaced with a larger size and the surgeon still had difficulty inserting a liner. A second liner was finally able to be sat properly to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000897 ¿ g7 liner ¿ 6369893. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00775.

Event description:
It was reported that patient underwent a hip surgery the same day as an initial surgery and the surgeon continued to have difficulty seating the liner. A new liner and shell set was finally used to complete the surgery with no noted complications. Attempts have been made and additional information on the reported event is unavailable at this time.